Manufacturer narrative:
Zimmer biomet (B)(4). PMA/510k: k101880. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. Summary reporting.

Event description:
It was reported that patient complained of tenderness and swelling in the area following implant placement and sinus lift. Pt. Later presented due to exudate from implant site approximately 2 months later. Implant at tooth site # 14 was removed due to infection. Pt. Will return in 4 months if implant is desired. As a result of this event, no injury to the patient reported. Symptoms as a result of the event: infection, tenderness and swelling, edema, pain, exudate.